Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during catheter placement, the mandrel guard filled with blood and stained the patient, soil and the nurse¿s uniform. There was patient involvement.

Manufacturer narrative:
D9: 5/8/2025. One sample was received for investigation. The returned sample consisted in a disassembled needle guard. The needle housing was not received as it couldn¿t be decontaminated. It was not possible to perform the device analysis to replicate the issue experienced by the customer. Based on the evidence currently available, it is not possible to confirm with confidence whether a quality related issue has resulted in the customer reported problem. Based on the evidence currently available, the reported allegation could not be confirmed, therefore no action will be implemented at this time. Complaints data will continue to be monitored. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.